Event description:
It was reported that the acetylcysteine 5.7gm IV was ordered to run concurrently with a second bag of acetylcysteine 5.7gm over a total of 16 hours. Both bags were hung (B)(6) 2023 at 2215 on the IV pump. The pump was programmed for the medication with an infusion rate of 64.3ml/hr and 1028ml volume to be infused. The pump was started and the medication was dripping. It was noted at 0110 that most of the bags were infused. It was noted the rate of infusion had changed to 250ml/hr. The medication was stopped and programmed again for a rate of 64.3ml/hr. It was noted that even with programming the rate and volume the pump auto corrects to infuse the medication over 4 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information correction: date of event, describe event or problem, concomitant med prod data additional information : imdrf annex e and f codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was secondary infusion errors. There was no information on patient involvement. Although requested, no further information was provided.